Event description:
The patient was undergoing a medical procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, it was noted that the physician was withdrawing the benchmark and felt resistance. The physician continued to pull the benchmark causing it to stretch and fracture approximately 30cm from the hub. An open surgery was performed to remove the remaining portion of the benchmark from the iliac/aorta/vertebral artery. After the surgery, the patient was admitted into the intensive care unit (ICU). It was reported that the patient expired on (B)(6) 2025 due to complications of the procedure and a brain hemorrhage. The physician attributed the procedural complications resulting in patient expiration to the fractured benchmark.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.